Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the pump black box showed that a no cartridge detected warning occurred on 01/02/2015. During testing, the pump performed the rewind, load, and prime steps successfully. The force sensor calibration was tested and was confirmed to be within specifications. The pump was opened and the force sensor assembly was found to be intact with no noted damage.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump load cartridge step had primed insulin into the tubing. The reporter indicated that the patient was not connected at the site when the load cartridge step was performed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.